Event description:
The patient presented to the hospital for ICD pocket revision. The device had slid to the lateral positioned and the patient wanted the device moved more medial on the chest. Device was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.